Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Endologix was notified by the hospital that post polymer fill of the aortic body stent graft, the patient experienced hypotension and was successfully treated for an anaphylactic reaction per the device IFU. Notably, the patient had a known contrast medium allergy. The final angiogram confirmed the aneurysm was excluded with no evidence of an endoleak of any type. The patient was reportedly discharged to home post-op day 1 and will continue to be monitored.

Manufacturer narrative:
Based on the description of the event and information available, the clinical assessment was not able to complete an independent review due to the lack of receipt of relevant medical records and/or imaging surrounding the events. Requests were made however; no response was received. As such, the root cause for the reported events could not be definitely confirmed however, the reported patient's contrast medium allergy may have contributed to the hypotension. A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrected data: evaluation method code add 4119. Remove results code 3233, add 3221. Remove conclusion code 11, add 22, 50, 4315.